Event description:
It was reported that the lesion was located in the heavily calcified right coronary artery (rca). A xience prime stent was successfully implanted. A bmw universal ii guide wire and a 4.0 x 12 mm trek nc balloon were used to perform post dilatation of the xience prime stent. Both the bmw universal ii guide wire and the trek nc balloon became kinked. The physician could not determine whether the hypotube of the trek nc became kinked first, or whether the bmw universal ii guide wire kinked first. By manipulating the bmw universal ii guide wire in the trek nc, both devices were able to be retracted. There was no adverse patient effect. No additional information was provided.

Manufacturer narrative:
(B)(4). Kink in the guide wire can occur due to, but is not limited to, interaction with the lesion and/or other device, product handling, and/or manipulation within the anatomy during the procedure. Factors that may contribute to the resistance between the devices may include, but not limited to, device placement technique, guiding catheter support, inner diameter of the guide wire lumen, outer diameter of the guide wire, condition of the guide wire, build up of blood or contrast, or damage to the catheter. In this case, a kink was reported to the guide wire and balloon catheter which could have contributed to the reported resistance. The guide wire and balloon catheter were not returned which may have aided in the evaluation. To ensure that this does not occur as a result of a product quality deficiency, manufacturing performs 100% visual inspection of the guide wire tips after it is loaded into the dispenser and performs 100% outer diameter inspection of all devices prior to packaging. Additionally, quality control performs on line reliability testing to verify product quality. The lot history record review and query of the complaint handling database for this product was not performed because the lot number was not reported and the product was not returned for analysis. In summary, based on this evaluation, there is no indication of a product quality deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. A follow-up will be submitted with all relevant information. The trek nc is being filed under a separate medwatch report.